Event description:
Caller alleged false positive troponin tni results using the triage cardiac panel 25 test. Patient had shortness of breath and was air lifted to cardiac center and sent straight to cath lab.

Manufacturer narrative:
Investigation pending.